Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (investigation findings, and investigation conclusions). A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error (doc-0101337). Engineering evaluation summary: the complaint investigation was conducted, using evaluation summary doc-0212705_unknown and triage level 1, in accordance with tca doc-0226303 rev. E. Due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Therefore, further evaluation is not required per doc-0101337. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was learned through implant patient registry and medical record that a 25mm 11500a aortic valve in aortic position was explanted and replaced with a 23mm 11500a aortic valve after an implant duration of one (1) year, ten (10) months due to mssa endocarditis. The patient presented in heart failure with dyspnea, fever and chills. Reportedly, patient was in recovery post-operative and was discharged on pod# 10. Per medical records, patient presented with gram positive staphylococcus aureus bacteremia and was found to have aortic valve vegetation and aortic root abscess on (B)(6). Patient was treated with antibiotics and discharged. Patient returned to the ed with a severely dilated aortic root measuring 6.0 cm, mssa endocarditis, with dehiscence of the 25mm 11500a valve and leaflet thickening reflective of vegetations. Intraoperatively, ascending aorta was aneurysmal with thinned out and friable tissue. The entire aortic annulus was absent. The suspected root aneurysm was identified as a sub-annular lvot aneurysm below the basal ring. The 25mm 11500 valve was found deep within the lvot below the sub-annular aneurysm at the level of the mitral valve papillary muscles. The valve appeared to have degloved the endocardium of the lvot and invaginated on itself down in the lvot. Upon circumferential lvot resuspension and root/annulus reconstruction, a 23mm 11500 valve was seated and sutured in place through the neo-aortic annulus ensuring to incorporate the resuspended lvot endocardium and aortic sinus/annular remnants. The ascending aorta was then replaced using a gel weave graft and an aortic root vent was added. The patient was weaned from cpb without incident. Intraoperative tee showed well-functioning new aortic valve with no pvl or ai. Per pathology, explanted bioprosthetic aortic valve was received in formalin as a round grayish yellow firm prosthetic device. Clinical diagnosis: infective endocarditis.

Event description:
It was learned through implant patient registry that a 25mm 11500a aortic valve in aortic position was explanted and replaced with a 23mm 11500a aortic valve after an implant duration of 1 year, 10 months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.